Event description:
Amsorb in bottom of an anesthesia breathing circuit was not absorbing co2 and did not change color as it is supposed to. Indicated by high inspiratory co2 alarm and reading of 13 mmhg, which was corrected by inserting a new amsorb canister. It was being used in a datex-ohmeda mod se anesthesia machine with a gms breathing system. The top canister had turned 90% violet as it should when capacity is used.